Event description:
It was reported that the device won't turn on/off. There was no reported patient involvement.

Manufacturer narrative:
Corrected d2, e3, g3, g4, h3, h6(methods, results, conclusion), h10 additional information d10 a review of the device history record for (B)(6) was performed from date of manufacture 12/03/2018 to the present date 10/23/2020 and confirmed that this device was previously returned for servicing 1 time. Device had similar service repair history and there were no production failures indicated on the source device. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.

Manufacturer narrative:
The affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device won't turn on/off. There was no reported patient involvement.